Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt is morbidly obese and uses tobacco. It appears the composix kugel mesh and composix e/x mesh were partially exercised on two occasions. It is unclear how much of the meshes remain implanted at this time. The info provided indicates the pt was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. The pt also developed an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however may require removal of the prosthesis." Additionally; no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2009-00250 for info related to the composix e/x mesh implanted on (B)(6) 2004.

Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of incisional hernia in gastric area with composix e/x. Lysis of adhesions were performed. On (B)(6) 2004 - office visit: pt complaints of drainage. Placed on antibiotics. On (B)(6) 2004 - office visit: pt positive for (B)(6). On (B)(6) 2004 - ER visit pt complaints of abdominal pain. No signs of cellulitis. On (B)(6) 2005 - pt underwent repair of incarcerated periumbilical hernia with composix kugel. On (B)(6) 2005 - office visit: pt began drainage for her umbilical wound. Staples removed, deep seroma cavity. Pt admitted to monitor open wound. On (B)(6) 2005 - pt underwent excision of sinus tract and debridement of sinus tract cavity. Mesh was left in place. On (B)(6) 2005 - pt underwent incision and drainage and partial removal of composix e/x and composix kugel mesh. On (B)(6) 2006 - pt underwent repair of multiple recurrent hernias with a non-bard mesh. Extensive adhesions were lysed. Partial excision of composix e/x and composix kugel mesh.